Manufacturer narrative:
The device was returned for analysis. The reported deployment issue was confirmed as a needle to cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Unused sterile devices were returned from the account which were inspected and functionally tested with no anomalies.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a proglide device was attempted after an interventional peripheral angiogram procedure. Reportedly, there was an "issue with deployment." The method to achieve hemostasis was not specified. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.